Manufacturer narrative:
Multiple follow-ups were conducted to obtain patient's weight, race/ethnicity and reported product; however, requested information and product have not been returned. Once the evaluation is completed, a supplemental report will be submitted. This is the 4th of 4 reported implants from the same patient: please reference 3011649314-2018-00138 ((B)(4)) for the 1st implant. Please reference 3011649314-2018-00139 ((B)(4)) for the 2nd implant. Please reference 3011649314-2018-00141 ((B)(4)) for the 3rd implant.

Event description:
It was reported that an inclusive mini implant failed to osseointegrate and also alleged that it failed to achieve primary stability. The implant was found to be loose (class 2 mobility). The implant was extracted about 5 weeks after it was placed in the tooth # 22. The implant site was not infected. The implant site has type 3 bone quality. The patient has history of smoking and periodontal disease. There was no report of injury to the patient. There was no abnormality with the implant.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. A review of the device history record review (DHR) was conducted. There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading can also be a factor. It was reported that the patient had type iii bone quality. Type iii bone quality is: thin cortical bone with dense trabecular bone of good strength. It is possible that the patient's bone quality may have been a factor in the failed osseointegration of the implant. The patient was noted to have a history of smoking, smoking is a known to inhibit local wound healing and may affect survival rate of implants. Smoking is known to have a strong influence on the complication rate of implants. In addition it was reported that the patient had periodontal disease. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.